Manufacturer narrative:
(B)(4). Sample availability unknown at this time. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
A patient contacted global technical services (gts) regarding assistance with a low drain volume alarm that appeared while using the homechoice (hc) during initial drain. During troubleshooting, the home patient (hp) revealed that there was air in line. The technical service representative (tsr) advised the hp to end therapy, but the hp elected to start over with new supplies and to callback with assistance in bypassing the initial drain. No injury or medical intervention was reported. Product surveillance contacted the patient on 7-29-2010 to obtain additional information. The patient stated she couldn't remember the incident but was doing fine with therapy. No patient injury or medical intervention was reported.